Event description:
Defibrillator lead malfunction, fired at random 32 times; no arrhythmia or heart prompting 1:00 am.

Event description:
Add'l info rec'd from MFR 10/5/2001: the model number of the device listed in the voluntary report is 7231cx. It was reported to medtronic that the pt received inappropriate shocks and there was noise on the egms. It should be noted that "lead malfunction" was reported in the event description of the voluntary report, and model 7231cx is an ICD. MFR's info indicates that the pt also had a model 6936 lead that was replaced in conjunction with the ICD. The device has not been returned for eval. Without the return and eval of the device, MFR is unable to ascertain any causal relationship. Total implant duration for the device was approx 2 months.